Manufacturer narrative:
Unit received with unresponsive up button response due to corroded keypad traces. Unable to verify motor error alarm due to unresponsive button. However, the motor was tested outside of device and passed. Unit received with cracked case at display window corners, cracked belt clip slot and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was 213 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.